Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was suffering from hypoglycemic symptoms and was almost unconscious. The patient's husband performed a blood glucose measurement, which showed a value of 91 mg/dl at 12:34am. The husband called the paramedics, who took a test reading with their blood glucose monitor, which showed a reading of 30 mg/dl. The paramedics believe that the patient's blood glucose monitor was not working properly. The paramedics treated the patient with glucagon. The patient then ate bread with butter and jam and began to feel better. At 1:34am, the patient's husband performed a new blood glucose test and the result was 189 mg/dl and 10 minutes later at 1:44am, another test which showed a value of 63 mg/dl.